Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Evaluation found that the handpiece was running noisy and getting hot. Analysis indicated the device heated up in less than a minute. The pre-repair temperature of the nose measured in less than a minute, was 140 degrees f. The internal parts of the device were polluted with foreign debris. The bearings and collar release were worn. The device was repaired, tested to manufacturer product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility returned the device for preventative maintenance. There were no deficiencies alleged against the device. Analysis of the device indicates the device overheated in less than a minute. There was no patient involvement.